Manufacturer narrative:
Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the watertightness of the head unit was compromised due to watertightness failure. There was no patient involvement.